Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that anchor broke on insertion during the superior capsular reconstruction surgery. The patient had hard bone. The device is discarded. There was no delay in surgery. The action taken was that the device was replaced with like product.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. It was noted the patient had hard bone, which could¿ve contributed to the failure. A non-conformance search was performed for this part#: 210030, lot#: 3909764 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination. Review conducted (B)(4). Per qlik query executed (B)(6) 2018.